Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m164094 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j/ lot: m164094, test base part number 190-000j/ lot: m164094. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m164094 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Related report: 1221359-2022-00739.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00739.

Event description:
The customer reported two false positive results with the ID now covid-19 assay using unspecified sample types. The first covid-19 assay was performed on (B)(6) 2021 which generated a positive result. The second covid-19 assay was performed on (B)(6) 2021 which generated a positive result. Confirmation pcr testing was performed for both patients on unknown dates, using unspecified sample types, which generated negative results. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 1 of 2.

Event description:
The customer reported two false positive results with the ID now covid-19 assay using unspecified sample types. The first covid-19 assay was performed on (B)(6) 2021 which generated a positive result. The second covid-19 assay was performed on (B)(6) 2021 which generated a positive result. Confirmation pcr testing was performed for both patients on unknown dates, using unspecified sample types, which generated negative results. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false positive result 1 of 2.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related report: 1221359-2022-00739.